Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient did not have a good history on issues. The patient first complained about uncomfortable feeling/discomfort at the implantable neurostimulator (ins) pocket back in approximately 2012 to the treating physician at that time. The patient also had a history of being overdischarged and post-overdischarged and was not educated regarding the need to recharge more frequently post-overdischarge. The device was not holding a charge. The battery depletion was not normal. The patient also reported a burning sensation in the ins pocket with recharging. The patient reported seeing a manufacturer representative three times but could not remember who they saw. During the explant surgery they were trying to remove the paddle lead and had the tails out but could not see the paddle. They had gone in one vertebral space above paddle but it would not slide out. It was possibly scarred in. The tails had been cut off. They were able to successfully take out the paddle and all equipment had been removed on (B)(6) 2014. None of the equipment was replaced and the case had completed. The reporter had no information on why the lead was removed but stated some information about the patient reporting swelling in the legs at one point. However, the manufacturer representative did not have enough information about the past to accurately report any information regarding the issue. There was no patient death. The patient status after the device was removed was recovered without sequela. The manufacturer representative spoke to the patient on (B)(6) 2014 and the patient was discharged from the hospital with family. Refer to manufacturer report numbers 3004209178-2014-00396, 3004209178-2014-08125 and 3004209178-2014-08590 for previous reports regarding this patient and system. Additional information was requested. If received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the lead found that there was no significant anomaly. The stim lead body was cut through and the product segmented. Analysis of the implantable neurostimulator (ins) not available as of the date of this report. A follow-up report will be submitted when analysis of the ins is complete.

Event description:
Additional information reported that the ins was in an overdischarge (od) condition at the time of explant so no parameters or device history was able to be obtained. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they ¿were assured the device would provide relief from pain and would be maintenance free for seven to nine years, but neither took place. Two weeks after implant I had to have it reset in the doctor¿s office.¿ according to the consumer the ¿implantable neurostimulator (ins) started affecting my health as well as mental status, because I was miserable. The battery was implanted in (B)(6) of 2009 and I had to have another surgery due to the fact the pain never left.¿ the consumer further reported every six months or so, the battery had to be recharged by a manufacturer¿s representative (rep), and ¿to me this seem like it was defected.¿ on december 20, 2013 the consumer reported their legs were swollen, and they were advised to visit the emergency room and notify their doctor. The consumer did this and ¿test results confirmed they were having tissue damage.¿ on (B)(6) 2013 the consumer went to their doctor and to their ¿shock, he stated that these devices had not passed inspection and some of these batches were defected.¿ as a result the device was explanted. In (B)(6) of 2013 ¿I was admitted to have surgery and a test was performed and found I had lithium in my blood which found there was a leakage of the battery, and I was given antibiotics.¿ in (B)(6) of 2014 tests were performed again which showed ¿lithium was still present in blood,¿ and two doses of antibiotics were given ¿to clear the consumer¿s bloodstream.¿ according to the consumer after the ¿surgeon opened me up he also found that the leads were disconnected,¿ and had no idea how this happened. The consumer stated the ¿rep. Was in the operating room and suggested to leave the leads in the back, but the doctor took everything out, and if they hadn¿t I probably would not be alive today.¿ it was further noted ¿according the company testing the battery was proved to be bad.¿ the consumer was looking for some type of ¿justice for the pain and suffering they went through¿ since their medical records stated all the facts of their case ¿including pictures of hair loss during this time.¿ according to the consumer now ¿that it¿s out my blood no longer has lithium in it.¿

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The ins battery had a reduced capacity due to overdischarge. The ins lasted 2 days, 20 hours, 49 minutes and was at approximately 80% of its original capacity. The reduced battery capacity was due to two overdischarge counts.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that, because the stimulator was not working, it was removed (B)(6) 2014. The patient stated, "it stopped working in 2010 because I've had to go back and forth to (B)(6) to get it restarted and it was turning itself off. It was getting hotter at night and I was being shocked by it." The patient stated she had the device implanted in 2009 and in 2011 had another surgery that was supposed to help with her "problem" but it did not fix the problem. Then, the patient had another surgery in 2011. The patient stated she met with a rep in 2012 for a jumpstart. In 2013 around (B)(6) the patient was sent to the hospital for tissue damage. The patient also met with a manufacturer representative twice in 2014 for a jumpstart. The jumpstart was successful but "it did not do anything" for the patient. The patient stated, "it would just work and then it would like I wouldn't feel anything. It would be on but I was not feeling anything." The patient needed to get the stimulator out because it was affecting how she was walking. According to the patient, the manufacturer representative was notified of all these issues on the date of explant and was present at the explant. The patient had seen the healthcare professional (hcp) (B)(6) 2014 for the six week check-up. The patient wanted to know when analysis would be complete. Again, refer to manufacturer report numbers 3004209178-2014-00396, 3004209178-2014-08125 and 3004209178-2014-08590 for previous reports regarding this patient and system. Additional information was requested. If received, a follow-up report will be sent.

Event description:
Additional information reported that, per the patient, that the device did not work and that they had a hole in their back that caused them to have complications. The patient asked for compensation from the manufacturer. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had a lot of problems with the device and she wanted "compensation" for all the trouble she had with the device. A day later, it was reported that her main concern was the analysis report. An analysis report was resent to her physician.